Manufacturer narrative:
The results of the investigations are inconclusive since the device was not returned for analysis. Our analysis was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info rec'd, the cause of the reported coronary sinus perforation was procedure related. Per the IFU, cardiac perforation is a known inherent risk during the use of this device in the heart.

Event description:
During a cardiac resynchronization therapy device implant under general anesthesia using a supreme ep decapolar catheter, a cardiac perforation occurred. An attempt was made to cannulate the coronary sinus with a cps direct sl ii lead introducer and a supreme ep decapolar catheter. At this time, the coronary sinus was perforated. No intervention was required and the patient was stable. The implant was completed without a left ventricular lead being placed. There were no performance issues with any sjm device.